Event description:
Procedure type: appendectomy. According to the reporter: during use and after changing sulu, the device was tested and worked fine. But when introduced inside the abdomen, and after pinching the appendix and stapling the blade did not cut and the device would not open. The surgeon had to cut the tissues with scissors and remake ligatures at the base of the appendix.

Manufacturer narrative:
(B)(4).